Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 471 mg/dl and treated with bolused. Customer currently had active insulin of 1.6 unit. Customer states they were keeps getting message on insulin pump about needing to calibrate, so auto mode was on hold, the calibration will be allowed, until blood glucose level was under 400 mg/dl, or in a more normal level. The device will not be returned for analysis.